Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However there was a photo available,upon observation the it seems to be like the spring was stuck inside the shaft.and no further information was available from the photo available.hence the complaint cannot be confirmed. The root cause for the reported failure cannot be determined. A manufacturing record evaluation was performed for the finished device [product code: 228151, lot number:l915369 ] , and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via cst that while repairing meniscus using truespan, during the deployment of the 12 degree implant, the spring inside the shaft became stuck and preventing the 2nd implant from deploying. It was mentioned that surgeon was required to forcibly remove gun which in turn released the implant from the needle, however repair was unable to be completed & both backstops & sutures were removed. Surgeon decided not to implant any further truespan implants and alternatively tidied up the meniscus with a shaver. There was a 5 minutes of delay indicated with no patient harm. The procedure was not successfully completed as the surgeon decided not to repair the remaining meniscus. The clinical outcome experienced by the patient is that he was stable. There was no other medical intervention required. Additional information provided by the affiliate reported that the patient had good bone quality and the doctor was not off axis while using the device. It was reported that the surgeon depressed the trigger successfully for the 1st implant, but then kept red trigger depressed as he re-positioned the 2nd implant. This is when the 2nd implant did not advance forward and the trigger became stuck. The same bone hole was not used because the doctor decided to not use another implant. The doctor did remove all implants and debris from the patient prior to completing the procedure with a partial meniscectomy.